Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages) was confirmed. As received, the belt failed the te recognition test. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode and the cable connecting ECG c and ECG d were pulled from the strain relief, causing an open connection between the rear pulse wires in the dn. The cause of the failure and reported alarms was the open connection. The cause of the open connection was the pulled cables. The root cause of the pulled cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) and reported that the electrode belt was causing "adjust belt or check belt" messages.